Event description:
A customer reported the system would not cut and instead of aspirating, the unit was pushing fluid. Pt impact is unk. Multiple requests have been made to retrieve add'l info but none has been received to date.

Manufacturer narrative:
The company rep examined the system and could not duplicate the reported event. Preventive maintenance was then performed and the latch seal, pneumatic connector, and illumination bulbs were replaced. The system was then tested and met all product specs. There is no sample returning for eval, therefore, steps can not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).